Event description:
During use for a cardiopulmonary bypass procedure, the user observed a "pop" and a "burning smell." The pump continued to function with respect to pumping fluid through the extracorporeal circuit. There was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not concluded.